Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed the issue did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.